Manufacturer narrative:
Investigation summary: the complaint of "evp discrepant results" was received against the bd max instrument catalog number 441916, serial number (B)(6). Experts reviewed db and found no trends to pump, side, or led. Sapovirus uses vic and vic norm ratio is acceptable. Curves were also reviewed that showed no or very late, low amplification for negative samples involved. The complaint is unable to confirmed with the information present. The root cause is unknown. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported while using the instrument max clinical to test for enteric vial pathogens multiple positive control failures occurred. The customer also stated there were 2 patient results they considered suspicious. One sample resulted as positive, but the customer did not repeat the sample or perform confirmation testing. Another sample was negative initially, and upon repeat the result was positive. Confirmation testing was not performed on the second sample. Results were reported to the clinician, but there was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the instrument max clinical to test for enteric vial pathogens multiple positive control failures occurred. The customer also stated there were 2 patient results they considered suspicious. One sample resulted as positive, but the customer did not repeat the sample or perform confirmation testing. Another sample was negative initially, and upon repeat the result was positive. Confirmation testing was not performed on the second sample. Results were reported to the clinician, but there was no report of patient impact.